Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat the non-tortuous, non-calcified left anterior descending (lad) coronary artery. The 3.5x33 mm xience skypoint stent was implanted successfully, however, the vessel was tapered distally. During post-dilatation a dissection was noted in the distal portion, possibly due to the stent being too large for that portion of the vessel due to the taper. The dissection was coiled and the patient was put on an impella heart pump and was hospitalized for 5 days and then discharged. No additional information was provided.